Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and wouldn't completely unwrap. They were getting multiple high pressure alarms and kinking alarms, after multiple attempts to solve the balloon not unwrapping (re-purge, 1:2, decreased volume) they replaced the balloon. Patient outcome: fine. There was no patient death, serious injury or patient complications reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is confirmed. The iab was confirmed with numerous kinks which can result in high pressure or kinked alarms. In addition, a bladder leak was confirmed that is consistent with contact from a sharp, which could also cause a high pressure alarm or make it difficult for the iab to fully inflate. No blood was noted on the interior of the iab; the cause of the complaint cannot be determined due to multiple possible causes. The root cause of the complaint is undetermined. A potential cause of how the catheter came into contact with a sharp is due to customer handling and a potential cause of the kinks can be a result from patient movement. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and wouldn't completely unwrap. They were getting multiple high pressure alarms and kinking alarms, after multiple attempts to solve the balloon not unwrapping (re-purge, 1:2, decreased volume) they replaced the balloon. Patient outcome: fine. There was no patient death, serious injury or patient complications reported.